Event description:
It was reported that this atrial lead was an attempted implant. Pacing could not be performed. The lead is expected to be returned for analysis. No adverse patient effects were reported. Additional information received indicated that the helix would not extend, and the lead conductor was suspected to be fractured. The procedure was successfully completed with a new lead and no patient complications were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break approximately 9 mm from the tip end. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that this atrial lead was an attempted implant. Pacing could not be performed. The lead is expected to be returned for analysis. No adverse patient effects were reported. Additional information received indicated that the helix would not extend, and the lead conductor was suspected to be fractured. The procedure was successfully completed with a new lead and no patient complications were reported. The lead was received for analysis.